Event description:
It was reported an obese (unable to give weight or height of pt, but confirmed that the pt is obese) bed ridded male pt developed a pressure ulcer. It was stated the pt has spastic ileum with a liquid fecal output of 800ml - 1,000ml per day. The device was inserted on (B)(6) 2012 and a week later the pt expelled the product with the balloon inflated. The reporter stated the device was discontinued for a day or so to allow the anus to recover and then a new device was inserted. It was also stated on (B)(6) 2012, the reporter noticed that there was a grade ii pressure ulcer using the (epuap) european pressure ulcer advisory panel grading tool on the posterior area of the anus. The reporter stated that this was probably related to the device tube which was lying on this area under the pressure from the pt's flesh. Pressure relief was discussed with the reporter and it was stated, although the pt is on a pressure relieving mattress he has not been turned. The reporter has discontinued the use of the device and stated is considering the use of fecal collection pouches. The local sales rep has been informed and it was stated, will offer product training.

Manufacturer narrative:
Based on the available info, this event is being reported as a serious injury. A review of the batch record and retain eval could not be performed without a lot number. A review of the complaint trend for the previous 12 months was performed and 4 complaints were identified for this device. There is no indication of complaint trend based on this review. No nonconformance or corrective action preventative actions (capas) relating to the primary reason for this device complaint were found in the nonconformance reporting system for the previous 12 months of case creation. Based on the investigation conducted, this complaint cannot be confirmed. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site, thus both potential mfg site numbers are listed below.